Event description:
It was reported that the patient visited the ER with hypoglycemia. No information provided on bg (blood glucose) levels, symptoms, treatment or length of visit. It was reported that the pdm (personal diabetes manager) was not showing boluses in the pdm bolus history that they had programmed and delivered. Iob (insulin on board) was reported to be correct and reflecting bolus that were given.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.